Event description:
It was reported that the patient underwent posterior lumbar decompression and fusion from l1-s1 and tlif at l3/4 and l4/5 using rods (2), multi axial screws, vertebral body replacements and autograft material posterior laterally and in disc tlif levels. Excess was cut off the rods insitu. The patient developed "flat back," low back pain, stenosis and radicular pain do to the fact that the lordotic peek rod straightened out over time. Fusion occurred, however, in "flat back" posture, not with biomechanically sound lumbar lordosis and sagittal balance. MRI and CT scans were performed. Approximately 19 months post-op, the patient underwent posterior lumbar revision, re-fusion and decompression from t10 to ilium with pso at l3 and multi-level smith peterson osteotomies to restore proper lumbar lordosis and sagittal balance. It became evident after the set screws were removed that the rod was broken completely thru just below the right l2 screw, not directly beneath the set screw but right at the caudal edge leading to l3. The right rod was not easy to remove due to overgrowth of the fusion mass. It was cut thru with a high speed burr and pulled out in pieces. The left rod was removed in the same manner. Other complete breaks and fractures were noted. All of the ha coated screws had extreme fixation into the bone due to the osteo-integration of bone into the ha coating. Extreme care was taken not to fracture the pedicles. All of the screws were removed safely; the hardware from l1 to s1 was removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The devices were not returned for evaluation, however, films were supplied for review which found: multiple lateral x-rays from CT shows segmental construct l1-5. Anterior bridging osteophytes are present throughout. Loss of lordosis is present from the outset after first surgery. Anterior calcification of all in thoracic spine also noted. Video notes broken peek rod between segments suggesting some flexion of spine above as related to level below break. A review of the device history records did not identify any applicable nonconformance to specification.